Event description:
The device was used during a gastrectomy procedure. Reportedly, the staple line was incomplete. The surgeon oversewed to complete the procedure. The hospital has reported no patient injury occurred.